Event description:
It was reported that during a procedure involving the signia power handle, after firing the stapler into the tissue, the beam(knife blade) did not retract, and the cartridge jaw did not open. The device locked on tissue and could not be removed. The device was removed from the cavity with the jaws still closed on the tissue. The device was replaced with a stapler from another manufacturer to resolve the issue.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)), sigadaptshort, sig power sigadaptshort lin short adapt (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the one reload was outside of its packaging. The reload was inside of a plastic bag. The jaws of the reload were clamped on resected tissue. It was reported that the instrument locked on tissue and was difficult to retract the knife blade. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.